Event description:
Patient had a device implanted in the t12 vertebral body for a compression fracture. The patient developed new symptoms post-operatively. A CT scan showed that some of the allograft bone was in the central spinal canal. Patient underwent a hemicorpectomy at t12 and the symptoms resolved post-operatively. The surgeon presented the case to spineology and it was revealed that there were several errors made upon implantation. These errors included improper preparation of the fractured vertebral body and improper placement of the device (partially in the vertebral body and partially in the central spinal canal).

Manufacturer narrative:
The information being contained in this report is being provided to FDA to comply with medical device reporting regulations and is based on information submitted by others that may not be factually correct. This submission does not constitute a determination or admission that a device has malfunctioned or that a device is related to an injury. The device was destroyed on removal